Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a tear in the power module pt cable resulting in a pump stop. The cable was fractured as a result of being caught in a chair. The percutaneous lead was examined and intact and the power module pt cable was replaced w/o incident.

Manufacturer narrative:
The eval of the returned 14v power module pt cable confirmed the report of damage sustained to the pt cable assembly. The eval of the 14v power module pt cable revealed damage at y-junction locations on the white power lead, consistent to mechanical damage. Further examination of power module pt cable revealed a broken strain relief and damage to the outer jacket with exposed internal conductors in the white power lead. The damge on the white power lead caused the internal conductors to short, which could result in the multiple alarms, system shutdown, and pump stops. No further info is available. The MFR is closing its file on this event.